Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose levels of >300mg/dl for the past 6 months. Elevated blood glucose levels were treated by administering manual injections. System check was performed and the pump performed as intended. Recommendation was made that the customer discuss pump settings, and site rotation with a healthcare provider. Tandem technical support will also have a tandem local representative follow up with the customer.